Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis showed that the power consumption has been normal and there were no anomalies in the battery voltage. The device does not appear to be affected by the hydrogen advisory. Normal follow-up and device replacement were recommended. This s-ICD remains in service. No adverse patient effects were reported.